Event description:
It was reported that the customer inserted a sensor into her leg, and upon its removal, the sensor cannula was missing. The caller stated that the insulin pump alarmed lost sensor and a lost transmitter alert did not flash after the sensor had been inserted. The caller declined to provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.